Manufacturer narrative:
The product investigation found no patient was involved. The reported event happened during an actual device diagnostic by customer. This report is complete, and this issue is considered closed. Placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020 a compact monitor went shut down unexpectedly during use. No injury was reported as a result of this event.